Event description:
This rv lead was implanted on (B)(6) 2014 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2017 stating that high impedance and intermittent impedance spikes observes on rv lead. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).